Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post generator change, the patient passed out and presented to the emergency department. Loss of capture was confirmed on the right ventricular (rv) lead, along with rising thresholds to high measurements. When tested in bipolar configuration, there was good capture, however, when attempted in unipolar configuration, the patient went asystolic. There was low impedance noted and insulation damage. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.